Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. An internal inspection also showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A device history record (DHR) review was performed and showed per production a blank screen was found; issue was resolved by calibrating the 5 volts. 10/27/2021. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caregiver that the patient¿s liberty select cycler screen went blank during an unknown phase of treatment. The caregiver pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The caregiver was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The caregiver will assist patient with manual treatments until the new cycler arrives. The cycler was returned to the manufacturer and a replacement cycler was provided. There was no harm reported during the initial call. Additional information was requested but not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.